Event description:
Post implant exit block and high impedance values reported. Reports lead will only capture in unipolar mode. Device was removed from service. No patient complications have been reported as a result of this event.